Manufacturer narrative:
The freedom home ac power supply was returned to syncardia for evaluation; however, it was received in a condition that made evaluation impossible. The hyprertronics connector that plugs into the freedom driver receptacle was severely damaged/broken. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the patient's freedom ac power supply was "faulty." The patient was provided a back-up freedom ac power supply, and there was no reported adverse patient impact.